Event description:
The manufacturer received information alleging a ventilator's tidal volume delivery was low and the device was alarming for low inspiratory pressure and low minute ventilation. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's tidal volume delivery was low and the device was alarming for low inspiratory pressure and low minute ventilation. The device was evaluated by a third party service center and the customer's complaint was confirmed. The device's dual circuit was exhanged and the device was recalibrated to address the issues.